Event description:
Reporter alleged blood glucose was in the 400s mg/dl and a doctor appointment was made. It was reported the dr's meter read 118 mg/dl while the customer's meter read 244 mg/dl. No treatment was reportedly received. A request has been made for the return of the suspect device and replacement product was sent.